Event description:
It was reported that on (B)(6) 2025, a disposable sterile urinary foley catheter was left in place after surgery. At 13:49 on (B)(6) 2025 the patient's family called the nurse station to report that the disposable sterile urinary catheter had come out. The nurse immediately went to the patient's bedside and found that the disposable sterile urinary foley catheter had come out of the urethra. The disposable sterile urinary catheter was intact, but there was a 1 cm tear in the water bag. The doctor was reported, and the disposable sterile urinary catheter was reinserted according to the doctor's instructions. After reinsertion, the urinary tube was unobstructed, and a yellow fluid flowed out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. Pfmea ra87p003, rev 22 (sac manufacturing process) was reviewed for this investigation. The reported event is addressed in step/item#3. A potential root cause for this failure mode could be short latex dwell time, latex dip speed out too slow causing thin sac. Based on information in the pfmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. A review of the device labelling has been conducted for investigation purposed. The IFU is attached in the investigation overview tab. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d, e. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, a disposable sterile urinary foley catheter was left in place after surgery. At 13:49 on (B)(6) 2025 the patient's family called the nurse station to report that the disposable sterile urinary catheter had come out. The nurse immediately went to the patient's bedside and found that the disposable sterile urinary foley catheter had come out of the urethra. The disposable sterile urinary catheter was intact, but there was a 1 cm tear in the water bag. The doctor was reported, and the disposable sterile urinary catheter was reinserted according to the doctor's instructions. After reinsertion, the urinary tube was unobstructed, and a yellow fluid flowed out.